Event description:
It was reported that prior to starting a da vinci-assisted low anterior resection surgical procedure, the master tool manipulators (mtm) left 2 would not finish the homing sequence. Intuitive surgical, inc. (Isi) technical service engineer (tse) reviewed logs and confirmed that mtml2 was stuck in perpetual motion. The isi tse asked the reporter to check for any obstructions, but there were not any. The isi tse asked the reporter to power down the system and back drive mtml2. However, as the customer had already started the procedure, system power cycling would have to wait. The customer stated that they would power cycle when possible and would go to a single console, if necessary. The reporter later called back and stated that the customer performed the power cycle, but issue persisted. The customer disconnected the second surgeon side console and proceeded with the case. The procedure was completed with no reported injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse reproduced the reported issue and replaced mtm to resolve it. The system was tested and verified as ready for use. Isi received the da vinci product involved with this complaint to perform failure analysis. The unit was analyzed, and the reported issue was reproduced. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.